Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump fell off the bed and the touch screen became shattered. Due to the damage, customer was unsure if pump was functioning accurately. Customer's blood glucose was 200 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the cracked touch screen issue was verified. Based on the analysis, the alleged unresponsive touch screen issue could not be verified.